Event description:
Reporter alleged the active system generated a blood glucose result in the 800s mg/dl which is outside the device's numeric reading range of 10-600 mg/dl. Values > 600 mg/dl should display as "hi." Reporter stated she was not experiencing any hyperglycemic symptoms during the time of the test. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.